Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event: "no patient impact reported" (no consequences or impact to patient). Product problem: "dull blade" (dull). The customer reported that there has been an ongoing issue with dull blades and burrs. No patient impact was reported. Additional follow-up information has been requested.